Manufacturer narrative:
(B)(4). The complaint cannot be confirmed as the medical records or x-rays were not provided. DHR was reviewed and no discrepancies relevant to the reported event were found. A definite root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent initial shoulder arthroplasty and dislocated while post operative x-ray was being taken. Subsequently, the patient was revised due to dislocation of shoulder joint on the same date. No additional information is available.